Manufacturer narrative:
The pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing, including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display after the device was dropped. Customer's blood glucose was unknown. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.